Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at approximately 5 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition post procedure.